Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. The customer ran troubleshooting per the service manual. The customer replaced the battery and checked the battery connection. Philip's technical support recommended that the customer change out the power management printed circuit board assembly. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit will not switch to battery when unplugged from alternating current power. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 25jun2019. Date rec¿d by MFR: 21jun2019. The customer reported that replacing the pm pcba (power management printed circuit board assembly) resolved the problem. The faulty pm pcba was not received so failure investigation could not be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.